Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer stated they have gone through seven infusion sets. The customer's blood glucose was 160 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. It was also found the customer received a no delivery alarm while bolusing during the phone call. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.